Event description:
It was initially reported on clinic notes received that the pt was being referred for generator revision due to unk reasons. Later, clinic notes were received indicating that high lead impedance was present. The pt's pulse generator was replaced initially as diagnostics were not done during generator revision, then the pt was later referred for lead revision. Good faith attempts to obtain the explanted lead and generator have been unsuccessful to date. Good faith attempts to obtain additional info have been unsuccessful to date. A search performed in the MFR's programming history database show that last known diagnostics were within normal limits.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.